Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the device and atrial lead were replaced. Later the same day the patient received inappropriate therapy due to noise. The rv lead was explanted and replaced due to suspected lead damage. There were no adverse consequences to the patient.